Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported being unable to obtain readings due to the adc device error message issue. Replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced symptoms of hypoglycemia described as "feeling of failure, relaxation, and sweat". As a result, customer obtained a unspecified capillary result from a unspecified meter and received treatment of sugar by third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported being unable to obtain readings due to the adc device error message issue. Replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced symptoms of hypoglycemia described as "feeling of failure, relaxation, and sweat". As a result, customer obtained a unspecified capillary result from a unspecified meter and received treatment of sugar by third-party. No further information was provided. There was no report of death or permanent injury associated with this event.